Event description:
The patient's (B)(6) dbs system consisted of an sjm ipg and pocket adapters along with leads manufactured by a competitor. It was reported the patient experienced a loss of therapy on the left side. A diagnostic test revealed low impedance readings. Therapy relief recaptured via reprogramming was reportedly not long term. Following revision of the lead, the patient reportedly experienced a loss of therapy on both sides. A subsequent surgical procedure was undertaken to explant the patient's dbs system. The devices were replaced with products manufactured by a competitor.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.